Manufacturer narrative:
(B)(4): date of the event was unknown month or date in 2010.this report is for a break in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The break in aseptic technique was described as the patient had "poor handling and dropped the tube in the car" and the patient recapping the line. On an unknown date, the patient was hospitalized for the event. The patient was treated with ancef (dose, route, frequency, and duration not reported) and an unknown antibiotic (dose, route, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. The patient recovered from the event. No additional information is available.